Manufacturer narrative:
Device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to the recipient being no longer within the indication criteria for the device. Further one screw was found to be slightly loose at explantation however the remaining properly fixed screw should have given enough benefit. The device was still functioning prior to being removed. This is a final report.

Event description:
The clinic requested for an explant kit for explantation of the device. The user was reported to be unhappy with the benefit from the device as he was not gaining enough output. Additional information stated that the user was no longer in the fitting range.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The clinic requested for an explant kit as the device will be explanted on (B)(6) 2023. The user was reported to be unhappy with the benefit from the device (not enough output).